Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to this manufacturer report for the exalt model d scope and 3005099803-2025-05876 for the exalt d controller. It was reported that an exalt model d scope was used with an exalt d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025. During the procedure, the scope malfunctioned causing loss of visualization. The procedure was completed with the original device. There was no patient complications reported as a result of the event.